Manufacturer narrative:
The console device was not returned to the service center but was serviced on-site at the customer's facility by a field service engineer (fse). The fse confirmed the reported allegation of the device low power. The laser was inspected and tested by verifying its power output, and the reported issue was successfully duplicated. A worn blast shield was found and replaced, and the power output was verified. The device passed the inspection, and the system was confirmed to be ready for clinical use. The malfunction found could have affected the device performance, leading to the event experienced by the customer. The device history record (DHR) and service history record (shr) indicate that this device was installed on 20 november 2012, and this event occurred over 12 years after the system installation. After this period, component wear, failure or damage is possible based on product use. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating that expected or random component failures were identified, with no design or manufacturing issues found.

Event description:
It was reported that during procedure, the device did not deliver sufficient power. There was no patient complications reported.

Event description:
It was reported that during procedure, the device did not deliver sufficient power. There was no patient complications reported.